Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: biomed was told that this vent had the screen momentarily shut off and an audible alarm, but the ventilating continued. The display came back on it's own right away. She does not remember the day this happened, maybe 27feb2024. I reviewed the logs and found nothing indicating that this occurred. I have been running the device for many hours and have experienced nothing like what they described. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed was told that this vent had the screen momentarily shut off and an audible alarm, but the ventilating continued. The display came back on it's own right away. She does not remember the day this happened, maybe (B)(6) 2024. I reviewed the logs and found nothing indicating that this occurred. I have been running the devicde for many hours and have experienced nothing like what they described. No health consequences or impact.

Manufacturer narrative:
It was reported that the screen momentarily shut off and an audible alarm occurred during ventilation of a patient. The ventilation continued. No harm to patient reported. The event did not cause or contributed to a death or serious injury to a patient. During investigation by the technician the problem was replicated after turning the device off/on many times. The root cause of the event was determined to be a defective esm board. After recalibrating the esm board, the device was released back into use.